Event description:
Patient underwent initial procedure approximately 6 months ago to repair a femur fracture. Postoperatively, date unknown, the patient knelt down and heard a pop. The patient was returned to the operating room on (B)(6) 2012. Delayed union (partial calcification had occurred) was noted and 1 broken cable was discovered. All hardware was explanted and the patient was revised to two new plates. This report is #10 of 12 for the same event.

Manufacturer narrative:
Additional narrative: length of 10.83mm. The break occurs on the shaft threads. The exact part number cannot be determined as it is determined by the part length. The drive is in good condition. The head threads are also in good condition. There are some impact marks on the major diameter of the shaft threads that affect profile. The "sharpened" cut at the end of the shaft suggests that the screw was parted using a surgical pincer or similar instrument. The pertinent dimensions that could be measured were within specification. Because of the type and extent of damage incurred and also because no part nor lot numbers were provided, a finite evaluation could not be performed. Product development evaluation of the event did not determine that the devices contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.